Event description:
Per the clinic, the patient experienced poor retention issue subsequently, was treated with steroid (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 08, 2023.

Manufacturer narrative:
Correction: the previous MDR submitted on august 08, 2023, was filed inadvertently. No steroids were administered. This report is submitted on september 12, 2023.